Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone16.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 at 10am with diabetic ketoacidosis. The patient reported that they attempted to connect the pod with a continuous glucose monitoring device that was not compatible and therefore was unable to use the pod, however the patient did not have a back-up method of administering insulin. The patient¿s blood glucose levels rose to 383 mg/dl. Reported symptoms include weakness, dizziness, nausea, increased thirst and increased urinary frequency. The patient was treated with intravenous insulin and intravenous fluids. The patient also had blood tests and ketone tests; however no results were provided. The patient was released on the same day at 5pm.